Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: n/a. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with mentor smooth round high profile 330cc saline breast prostheses developed burning sensations on both breasts post implantation. It was reported that the burning sensation is worse on the right breast. Additionally, the patient developed pain in both of her breasts post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.